Manufacturer narrative:
The device in question was returned to the manufacturer on december 17,2024. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the manufacturer's technical investigation was unable to determine the customer's error. During the investigation, the monitor and battery were examined, but the customer's error, that the battery shows 0%, could not be reproduced. The black screen issue could be confirmed and was caused by the defective side video jack. Therefore, the most likely cause of the image failure is a loose connection of the video jack. It is therefore most likely an operating error, since the device should be checked for damage and functionality before use, as described in the instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that several attempts were made to intubate with 8404zx but without success. When the device has been on for a short while, the screen switches off even if the device is connected to power. Also suddenly shows 0% battery capacity after restart. Black screen even though the screen is on and there is light in the handle. The procedure was completed successful but the user then had to intubate without 8404zx. The surgery was delayed with 5 to 10 minutes. No negative impact in state of health reported.